Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11. Corrected fields: d4(UDI#). A getinge field service engineer (fse) evaluated the unit and found display does not work properly, disturbed reading with missing parts. The fse disassembled and replaced display (0160-00-0113) and mount plate (0406-00-0916). Functional tests performed with positive outcome.

Event description:
It was reported that during a routine check performed by customer, the cs300 intra-aortic balloon pump (iabp) had a black display flickers. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.